Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) exhibited incorrect data in the year field in therapy history, and showed the vvi rate as 60 on the summary screen, yet 75 ppm on the brady parameters screen as having changed from 60ppm. In addition, the ICD charge time indicates the ICD is nearing elective replacement time. The physician elected to replace the ICD.